Event description:
The customer reported to olympus, the power button of the visera elite video system center was stuck and could not be unsuppressed. Upon inspection of the customer¿s returned device it was observed, the reported issue was confirmed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned in b5, it was observed, the video connector was noted to be in a good condition and software update was recommended. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2/h4. Correction to the initial report: "foreign" was selected in g2; however, this event occurred in the united states and it was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the power switch was broken, could not be pressed, due to the operating force applied and the number of the times pressed. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.